Event description:
(B)(6) 2011 update: the nurse at the treating facility reported further information regarding the patient's status including the following.pre-tumt:the patient originally complained of hematuria in (B)(6) 2010 and presented with bphthe patient did not have a bladder scan. The patient was originally on rapaflo for 6 months, then switched to tamsulosin due to cost concerns.patient had a slightly elevated psa which lead to dr. (B)(6) conducting a prostate biopsy immediately prior to the tumt procedure.post-tumt:patient went into retention; emptied 2 bags of urine upon visit to office; then went into renal failure requiring hospitalization.patient is currently on proscar and flomax.as of (B)(6), 2011 patient is improving and requires intermittent catheterization until pvr is consistently <100 ml.the root cause of the renal failure remains unknown.

Manufacturer narrative:
The disposable devices were not returned; therefore no direct device analysis was conducted. The treatment file from the coolwave control unit was obtained and analyzed by engineering. Results of the analysis confirm that the control unit operated properly. The catheter and rtu device history records were reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the devices met specifications at the time of release. Repeated attempts to contact the physician failed to reveal any further information. As no device was returned for analysis, and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.

Event description:
It was reported that after approximately three weeks post transurethral microwave treatment (tumt) procedure, a patient was in the hospital after going into renal failure. The physician completed the tumt procedure with a coolwave control unit and ctc advance standard (3.0-5.0 cm) microwave treatment catheter. The tumt procedure was completed on (B)(6) 2011 and the patient went into renal failure shortly after the procedure. The physician stated that he was concerned that the tumt procedure may have contributed to the patient's condition, however, no further information could be obtained after repeated attempts to contact the physician.